Event description:
The user noticed her qc results for ck-mb shifted low in (B)(6)2009 and seemed to correspond to a change to reagent lot number 15102501. She also stated around this time they failed a proficiency survey because their results were too low. The user provided data for two samples of the proficiency material. All results are in ng per ml. Sample 1 had an original result of 24.28 on (B)(6)2009. The user repeated the same sample on (B)(6)2009 when they received notice of the failure and received a result of 25.14. The same sample was tested again on (B)(6)2009 after changing to reagent lot number 15368601 and a result of 33.94 was received. The expected range for this sample was 24.5-32.2. Sample 2 had an original result of 25.65 on (B)(6)2009. The user repeated the same sample on (B)(6)2009 when they received notice of the failure and received a result of 25.74. The same sample was tested again on (B)(6)2009 after changing to reagent lot number 15368601 and a result of 35.57 was received. The expected range for this sample was 26.7-34.3. No erroneous results were generated for pt samples.

Manufacturer narrative:
The user stated the field service rep requested she check the tubing for debris and stated she found particles present, but did not specify which tubing. The field service rep determined there was loose tubing on the procell syringe and replaced the tubing. To verify the analyzer performance, he ran multiple calibrations and qc for ck-mb with all results within specs.